Event description:
A malfunction was reported on a demo pump, and it was confirmed that no notable events occurred prior to the malfunction. As this was a demo pump it was not in use for insulin therapy at the time of the malfunction and therefore there was no adverse impact. A replacement pump was sent to the user.